Event description:
It was reported that a patient underwent a cholecystectomy on (B)(6) 2013 and suture was used. On (B)(6) 2013 it was noted that the patient had developed an incisional hernia. The patient required a re-operation. During the procedure it was noted that the suture was broken in the center. The patient was re-sutured at that time. The patient is currently in stable condition.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.